Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an intermittent button response due to moisture damage on the keypad traces. The device also alarmed an error during the basic occlusion test as a result of a loose drive support disk.

Event description:
It was reported that the customer's insulin pump had unresponsive buttons. No further information was provided.